Event description:
At 6 days post-op surgeon attempted to remove device from pt wound. A 18 cm portion (of 20 cm total length) remained in wound and required surgery to remove from abdominal cavity. Drain was not known to have been damaged in anyway and required no unusual force to remove, and appears otherwise intact. Broken edge of drain erose.